Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During eval, the pump displayed a constant load set alarm. The upper auxiliary assembly was replaced to correct the constant load set condition. Once the upper auxiliary assembly was replaced, the device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.